Event description:
Avid medical is the manufacturer of custom procedure tray, cinc106-08 custom eye pack (lot: 1321385), that includes the complaint component, sm-8416-7b gauze sponge 8x4 10s xr barcoded 16 ply surgicount (vendor lot: 108097) manufactured by stryker instruments. Avid medical received complaint on 12/26/18 originated by (B)(6), medical professional at (B)(6) medical center - (B)(6). End-user reports that the gauze that was in the pack had loose lint debris and was too coarse and abrasive for use around patient's eyes. The sponges leave debris residue which has gotten on the instruments and the sterile rinse water. On post-op examination, small debris flecks were noted in the eyes of patient. Avid medical issued formal complaint # (B)(4) to the manufacturer stryker instruments concerning the gauze complaint for item no. Sm-8416-7b, manufacturer lot# 108097. No patient injury or additional medical intervention was reported by the hospital.